Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that, a visual inspection revealed physical damage to the outer casing of the ac power adapter as the whole case was missing thus exposing the burnt main pcb. In turn, the transmitter could not be plugged into a working ac electrical outlet. Inspection of the ac power adapter's exposed main pcb revealed that there were several burnt components on both sides. After opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb.

Event description:
This report is to advise of an event observed during analysis.